Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported post procedure that hemopro2 extension cable broke and while trying to disconnect cable from adapter, the coupler would not completely release and broke.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The cord was observed to be intact. Both connector collars were attached to the cord. There were no visual defects observed. Based on the return condition of the device and the results of the investigation, the reported complaint was not confirmed for the failure mode "break".

Event description:
The hospital reported post procedure that hemopro2 extension cable broke and while trying to disconnect cable from adapter, the coupler would not completely release and broke.